Manufacturer narrative:
Additional testing on the ssd was performed. Testing found that the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was conducted and it was determined that the event is related to a known software issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The solid-state drive (ssd) was replaced on the system. The navigation system then passed the system checkout and was found to be fully functional. The ssd was returned for further evaluation. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The ssd was tested on a bench test station and it booted correctly to the login screen on 15 boot attempts. It appeared the fix option used in the field corrected the booting to the ubuntu menu. During testing, the analyst was unable to witness the original complaint of the letters on the on-screen keyboard turning in to question marks. There was no fault found with the returned ssd. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a medtronic representative (rep) was going to log into the navigation system by using the on-screen keyboard, and as soon as the rep hit the ¿s¿ key every other key turned into a question mark and the rep was unable to log into the system. Then the rep attempted to use the physical keyboard, but that didn't work either. The screen became unresponsive, and the rep needed to perform a hard shutdown on the system. After rebooting, the system launched into the ubuntu grub menu. The rep went through the steps to ignore the issues but that did not provide resolution. The rep then selected the option to fix the error and the system looked as though it recovered but then went back into the grub menu. After sitting on the ubuntu screen for a few minutes, the system finally went back to the log in screen. There was no patient present during this issue.